Manufacturer narrative:
(B)(6). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect. Nothing of any significance was noted in terms of physical damage. The unit had some dark stains on it which would have been inherent to the day to day use in the hospital setting. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant amount of lint built up on fan or cooling ports. Nothing visually noted of any significance. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. The serial number was confirmed a match to the technical complaint number. Continuing with the investigation the neptune was connected to 110 vac. The unit passed the initial power connect test. The unit also navigated through the power-on self-test with no issues. The next test was the temperature display accuracy test (tp-5) using the diagnostic probe kit, part number 425-99, and the following simulated values. Low temperature--- 25 degrees c normal patient scenario--- 37 degrees c high temperature scenario--- 42 degrees c (tp-6) the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Per the attached picture, the moisture gradient line is clearly visible, and the dry (sun) and moisturized (raindrop) adjustment tabs, on the unit, are clearly lit and functional. The complaint cannot be confirmed. Per DHR the product concha neptune, serial # (B)(4).was manufactured on 10/13/2015 a total of 250 pieces. DHR investigation did not show issues related to complaint. Functional testing has confirmed no fault found with this heater. No further action required. See picture attached.

Event description:
The complaint is reported as: "customer could not adjust the moisture on unit." Issue found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "customer could not adjust the moisture on unit." Issue found prior to use. No patient involvement.